Event description:
Device 2 of 2. Reference MFR report # 1627487-2012-00836. The pt (B)(6) is implanted with two dbs ipgs. It was reported the right side ipg displayed a low battery warning and is being replaced due to suspected battery depletion. The ipg in question has allegedly experienced communication issues and had turned off which results in the return of the pt's symptoms. In addition, the pt's left side ipg appears to be at an angle and will reportedly also be replaced during the procedure. Since it is unknown which ipg is the left ipg reports for both devices are being submitted.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.